Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On an unknown date patient underwent surgery at levels: c3-c7. Post-op, the locking spring appeared to have dislodged and was found to be resting anterior lateral to the plate and near the esophagus. Patient complications were reported unknown.

Manufacturer narrative:
Image review: c3-7 acdf post-op x-rays show fracture of the translational plate at the motion able segment. Interbody grafts are present at c3-4, c5-6 and c6-7. C4-5 is not instrumented and no fusion is expected to have occurred. This segment is still mobile, eventual deconstruct fracture is the expected result. Root cause: surgical technique.